Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (scratches) and the device is fractured. The device was submitted for further analysis. Analysis determined the fracture surface artifacts of hackle marks and river lines suggest the bending overload failure mode. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the tension gauge broke upon trialing implants. There was no affect to patient. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.